Manufacturer narrative:
The reported event was confirmed as manufacturing related due to a hole in the shaft within half an inch of the trifurcation. The product was used for treatment while it was unknown if it was used for diagnostic purposes. The product also had not met specifications and was influenced by the failure. The device was used for treatment, had met specifications and was not related to the reported failure as the failure was unconfirmed. Visual evaluation of the sample noted one opened (without original packaging), used silicone temperature sensing foley. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and leaked from a 0.013" pinhole in the inflation lumen at the trifurcation. The drainage lumen was flushed with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and the solution flowed without any leaks. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be inserts with edges (the operator hits the shaft against the bottom insert while removing the piece of the mold). The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[contraindications & prohibitions] method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] No substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ] do not wipe catheter surface with organic solvents such as alcohol.[the coating on the device may come off.]"

Event description:
It was reported that the urine leaked from the catheter after 1 day of use. Per the email received from the investigator on 10/02/2019, per the sample evaluation, there was a leak in the inflation lumen at the bifurcation, but no leak in the drainage lumen, which would be a urine leak.